Manufacturer narrative:
Per the t:slim x2 user guide: this alarm (auto off) notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent auto-off safety alarms. The customer's blood glucose level was not impacted. After the alarm sounded the customer would clear it. Tandem technical support educated the customer on how the alarm functions and advised the customer to discuss the auto-off setting prior to making any modifications to it.